Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician met resistance while removing a ruby coil from the patient and it unintentionally detached inside another manufacturer's microcatheter. The physician removed the microcatheter with the detached ruby coil inside. After removing the coil from the microcatheter, the procedure successfully continued using a new microcatheter. There was no report of an adverse effect on the patient.